Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without plug, no needle in an opened tray. No defect observed to syringe."

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿the needle came off during the injection.¿ patient contact occurred. No injury occurred with the patient, staff, or injector. The allergan packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿the needle came off during the injection.¿ patient contact occurred. No injury occurred with the patient, staff, or injector. The allergan packaged needle was used.